Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, the user switched to backup therapy at school, and attempts to restart and rewind were unsuccessful, consistent with a failure to infuse related to the motor component. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem was identified during troubleshooting and the issue aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.